Manufacturer narrative:
Try to download the insulin pump to carelink to verify radio frequency communication; unable to download to carelink pro the problem is isolated to the mother board. However, the insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The motor was tested outside of the device and passed, no motor error alarm or no excessive no delivery alarm during our testing. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm during rewind. Customer's blood glucose was unknown. Customer was unable to put the reservoir in the device due to the position of the piston. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.